Event description:
It was reported that the site's handheld would not hold charge. Good faith attempts to obtain the product for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.